Manufacturer narrative:
Investigation evaluation: the product said to be involved was returned in an open pouch from the lot number provided in the report. The label matches the product returned. Our laboratory evaluation of the product said to be involved confirmed the report. The device was returned with the catheter broken at 50cm -58.9cm distal from the handle. The balloon joints were tested using our ring gauges and the proximal joint passed the gauge however, the distal balloon joint had some difficulty advancing the ring gauge. During a lab meeting it was determined that the distal balloon glue joint did pass the ring gauge and was within specification. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: our evaluation of the device confirmed the report, during a visual inspection it was identified that the catheter was broken at 50cm -58.9cm. A corrective action has been initiated to reduce occurrences of catheter cracking, splitting or breaking for hbd-w devices. The product said to be involved is included in the scope of the corrective actions. In the report it was stated that no lubrication was applied to the balloon prior to advancement down the scope. The IFU states: "apply a lubricating agent to the balloon to facilitate passage through the endoscope accessory channel." Prior to distribution, all hercules 3 stage wire guided balloons esophageal-pyloric-colonic are subjected to a leak test to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a corrective action has been initiated in an effort to reduce occurrences of this nature. This product was manufactured prior to implementation of this corrective action. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. Additional comments regarding this report: based on the information provided that no lubrication was applied to the balloon prior to advancement down the scope., a cook representative has been directed to contact the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.

Manufacturer narrative:
Investigation evaluation: the product said to be involved was returned in an open pouch from the lot number provided in the report. The label matches the product returned. Our laboratory evaluation of the product said to be involved found the catheter broken 50cm -58.9cm distal from the handle. The balloon joints were tested using our ring gauges and the proximal joint passed the gauge however, the distal balloon joint had some difficulty advancing the ring gauge. During a lab meeting it was determined that the distal balloon glue joint did pass the ring gauge and was within specification. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: our evaluation of the device confirmed the report, during a visual inspection it was identified that the catheter was broken at 50cm -58.9cm. A corrective action has been initiated to reduce occurrences of catheter cracking, splitting or breaking for hbd-w devices. The product said to be involved is included in the scope of the corrective actions. In the report it was not stated if lubrication was applied to the balloon prior to advancement down the scope. The IFU states: "apply a lubricating agent to the balloon to facilitate passage through the endoscope accessory channel." Prior to distribution, all hercules 3 stage wire guided balloons esophageal-pyloric-colonic are subjected to a leak test to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a corrective action has been initiated in an effort to reduce occurrences of this nature. This product was manufactured prior to implementation of this corrective action. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an unknown endoscopic procedure , the physician used a cook hercules 3 stage wireguided balloon esophageal-pyloric-colonic. It was reported [that the rep] spoke to nurse in the case and she indicated that they started with non-wire guided hercules balloon and felt resistance and couldn¿t advance product out of olympus scope and catheter got kinked. They changed to wire-guided hercules balloon and same thing happened to the second balloon as well [subject of this report]. It was determined that the patient did not need further intervention and case was completed. The device was evaluated on 06/20/2023. The catheter was broken at 50cm -58.9cm distal from the handle. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.